Event description:
It was reported that the patient's infusion set was leaking at the cannula. The patient experienced and elevated blood glucose level of 420 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.